Manufacturer narrative:
Other relevant history: patient comorbidities include but are not limited to: coronary artery disease, hypertension, copd, patient medications include but are not limited to: aspirin, acetaminophen and heparin concomitant medical products: as gore was unable to determine which device was involved in the event if any; additional device(s) implanted include: plc141200/ 23086379 (UDI: (B)(4)). The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis and the gore® excluder® iliac branch endoprosthesis is states, adverse events that may occur and / or require intervention include but are not limited to: pseudoaneurysm.

Event description:
The following information was reported to gore through the pivotal study for the gore® excluder® thoracoabdominal branch endoprosthesis (tambe device): on (B)(6) 2021, the patient was implanted with two gore® contralateral leg endoprostheses and a gore® iliac branch endoprosthesis with the gore® excluder® thoracoabdominal branch endoprosthesis (tambe device). Four the patient was being treated for an aortic aneurysm involving the visceral vessel(s). It was reported that on (B)(6) 2021, images revealed a pseudoaneurysm of left femoral artery. The adverse event was resolved.

Manufacturer narrative:
Correction this medwatch will be retracted, as there is no product problem or deficiency caused or contributed to an adverse event/incident for the patient on these devices. Plc141400/23098439 and plc141200/23086379.